Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 9 months. The patient remains on lvad support with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6)2017, the patient was in the hospital for an issue unrelated to lvad support. A request for a log file review was received from the customer. Review of the log file by the manufacturer's technical support representative observed multiple no external power alarms on (B)(6) 2017. Several events occurred between 11:36 and 11:50, and then again from 16:29 through 16:47 where the no external power alarms were accompanied by engagement of emergency backup battery power (ebb). At some time after 16:47:45, the backup battery was no longer able to support the pump and it stopped. At an unspecified time later, battery support was re-established and the pump resumed function. The length of time the pump was off is unknown; when all battery power is exhausted the timestamp is reset when power is restored. There were no unusual events noted in the log file after power was restored and the pump resumed support. Upon requests for event information, the vad coordinator reported that the patient sleeps with the lvad on battery power. It was assumed that while asleep, the patient did not hear any alarms and both of the 14v batteries were depleted, followed by eventual depletion of the system controller backup battery. It was reported that there was no apparent adverse patient impact; the patient was asymptomatic and was later discharged in stable condition.

Manufacturer narrative:
No product was returned for evaluation. The evaluation of the submitted system controller log file confirmed a total loss of power to the system controller due to depleted external batteries and the emergency backup battery (ebb). Review of the log file showed normal pump operation until the pump stopped for an undetermined amount of time as a result of a total loss of power to the system controller, indicated by a time clock reset to 1/1/01 1:00 following timestamp (B)(6) 2017 16:47. The total loss of power/pump stoppage event was preceded by low battery advisory/hazard and no external power alarms. The captured events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the controller's internal ebb. Following the pump stoppage and restoration of power to the system, the pump immediately ramped back up to the fixed speed without issue and no atypical events or changes in pump parameters were captured in the remainder of the log file. Information provided indicated that the patient often sleeps with the system connected to battery power and it was assumed that while asleep, the patient did not hear the active alarms upon depletion of both external 14v batteries, ultimately leading to the depletion of the system controller internal backup battery. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.